Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log file. A review of the submitted log file spanned approximately 12 days ((B)(6)2022 per time stamp). The log contained alarms associated with the patient swapping to their backup controller on (B)(6) 2022. Following the initial controller power up and driveline connection, the pump appears to be operating as intended with only routine events. No other notable alarms were active in the log file. The system controller was not returned for analysis. Additional information provided on (B)(6) stated that the patient exchanged their controller due to low flow alarms. The patient was re-educated on heartmate 3 alarms and when to perform a controller exchange. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a controller exchange at home without notifying their clinic. The exchange was performed by the patient due to low flow alarms. The log file review found only alarms associated with a controller exchange. The pump appeared to be operating as intended with only routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.